Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed malfunction alarm 199 in tandem source, and technical support informed caller this indicated a pump malfunction with malfunction code 0 that could be reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for pump reset, successfully reset pump without recurrence of malfunction, was advised to continue using pump and to call back if malfunction alarm occurred again, and caller acknowledged and understood instructions.